Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within acceptable range. Technical support provided information to reset the pump and assisted the caller with the process. After resetting the pump, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if any issues reoccur. The caller understood the instructions.